Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues related to order crossover. A technical support specialist (tss) accessed the app server via rss, confirmed the server downtime query showed the latest xml processing time as current, and verified that message flow and hsv status were normal with no issues identified. The system functioned as intended when the technical support specialist checked the device.